Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a thin flap & uneven bed after lifting the flap on the right eye of patient. Surgeon aborted the excimer treatment. Plan is to return after 3 months for a photorefractive keratectomy (prk). Left eye not treated. Patient was 20/25 in right eye and 20/20 in left eye at the one day post operative visit.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.